Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the rep that the 1st hp052 handpiece was discovered that the connector was welded shut and could not be removed. Then the next hp052 was inserted into the generator improperly. When the blade did not work, the staff tried to remove the handpiece and broke the connector. A 3rd handpiece was brought into the case and worked fine to complete the case. There was no consequence to the pt.